Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: user cleaning around the nozzle after the procedure was insufficient. Foreign material in the nozzle dried and adhered since the user did not reprocess the device immediately after procedure. A definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): ¿3.3 precleaning: if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify, and it may be difficult to effectively reprocess the endoscope. 3.5 manual cleaning: brushing around the forceps elevator and instrument channel outlet ¿ olympus will continue to monitor the field performance of this device.

Event description:
The field service engineer (fse) reported to olympus on behalf of the customer, the evis lucera elite gastrointestinal videoscope experienced poor angle and intermittent weak suction. Upon return and inspection, a foreign object was observed in the nozzle. There was no patient/user harm or injury reported due to the event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's angle allegation was able to be confirmed. During the device evaluation it was observed that there was poor angling due to stretching of the angle wire or physical handling. The foreign object observed in the nozzle was due to insufficient cleaning or handling. The intermittent suction was unable to be reproduced. The device evaluation also identified: insufficient bending angle due to elongation of angle wire; play in the angle knob due to elongation of the angle wire; scratches found on body of device, switch box, cover, knobs, cord, and scope connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation